Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s928usqs5czd2 hardware: sm-s928u cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the cannula inserted into the skin, but the pink slide did not move forward; this indicates a needle mechanism failure. The pod was worn for less than 1 hour. There was no impact to blood glucose levels reported. As treatment, a new pod was applied. The pod associated with the event was discarded.